Event description:
Received notice via emergency care research institute that the device was in use with a pt in home care setting. According to reporter, the pt was in "end of life" care and device was being used for infusion of pain control medication. Program settings and medication info were not made available. According to the reporter, the pt expired and the pump was seized by coroner's office.

Manufacturer narrative:
The reporter brought device to smiths medical (B)(4) for investigation. The device was given delivery testing and was found to deliver within specifications. The root cause of the reported issue could not be established as the device was found to be delivering within specifications. The reported issue could not be confirmed to be device-caused.